Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5, f10, h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available, despite good faith efforts. Additional information was received that the spinal cord stimulation (scs) system due to physician preference, no allegation or device malfunction was reported. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.